Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient was rushed to the hospital with elevated blood glucose of 300-400 mg/dl and shortness of breath. The reporter stated that "the patient was in a bad way", but could not elaborate. The reporter stated that the patient was disconnected from the pump prior to going to the hospital. The reporter could not provide any additional information at the time. The reporter was contacted on (B)(6) 2012 and the reporter notified animas that the patient had passed away on (B)(6) 2012. The reporter confirmed the sequence of events leading up to the hospitalization and stated that blood glucose levels were stabilized in the intensive care unit. The reporter indicated that the patient's blood pressure kept going low and the patient's heart was beating incorrectly. The reporter stated that the cause of death was cardiac arrest due to a build-up of potassium. The reporter stated as far as was known the pump was working fine and really did not know what happened. The pump history was reviewed. No boluses were recorded on (B)(6) 2012; the total daily dose record for (B)(6) 2012, appeared consistent with the programmed basal and bolus delivery up until the pump was disconnected. The basal and bolus deliveries for (B)(6) 2012, were correctly reflected in the total daily dose. The reporter indicated that the site was changed on (B)(6) 2012, without any known issues; the reporter indicated that there were no noted site or set issues when the site was pulled at the hospital on (B)(6) 2012. This report is made based on the allegation that the patient experienced hyperglycemia which may have contributed to the patient's demise. The possibility that this patient's death was related to the use of an insulin pump, malfunction or misuse cannot be ruled out at this time.

Manufacturer narrative:
(B)(4). The patient's pump trainer was contacted on (B)(6) 2012 and provided the following additional information: the reporter stated that pump training was initially scheduled for (B)(6) however the patient had to postpone the pump training due to being in the hospital related to congestive heart failure. The reporter indicated that the patient had lost a significant amount of weight during the hospitalization and the patient's health care provider had discontinued the patient's lantus. The reporter stated that the patient was finally trained on the pump on (B)(6) 2012. The reporter indicated that the patient was not in good health. The reporter stated that prior to starting on the pump the patient's a1c was 13.1%. The reporter also indicated that the pre-pump assessment showed that the patient also had relevant preexisting conditions of congestive heart failure and hypertension including cardiac stents and a defibrillator.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.